Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support had the patient's father perform a reset and the reset was successful for reported issue. The patient's father did not report any injury or medical intervention.